Manufacturer narrative:
The field engineering specialist found that the system was extensively contaminated. He decontaminated the system. Following decontamination, there have been no further issues. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs stat assay (tnt hs stat) results for 15 patients tested on a cobas 8000 e 602 module. The customer stated that the patient's results were not matching the patient's clinical pictures. Refer to the attachment for patient data. The results in question were reported outside of the laboratory. The tnt hs stat reagent lot was requested but was not provided.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.